Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the device was found to have an air leak when the balloon was pumped. The doctor replaced it and re-performed the endotracheal intubation. There was no patient harm/adverse event reported.